Event description:
Rubin states that there is no air coming out of the cannula. He is at the doctors office and I told him to make the doctor aware that her concentrator is not working. Rubin states his girlfriend can only be off of her oxygen for short periods of time. Rubin states the end-user is his girlfriend and he is going to tell the doctor while she is there that the concentrator is not working and going to hurry to the house to find a serial number and will call us back if the doctor cannot help with who provides the oxygen.